Event description:
It was reported to boston scientific corporation that a wallstent superstiff guidewire was used during a colonoscopy procedure performed on (B)(6), 2013. According to the complainant, during preparation, when the guidewire was taken out of the protective loop, the guidewire unraveled. The guidewire was not used. The procedure was completed with a new wallstent superstiff guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results reveal on (B)(6), 2013 that the corewire had a fracture making this a reportable event.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). A visual analysis presents a fracture of the core wire and stretch damage to the outer coil wraps with offset/misaligned coil conditions located 1.90 to 2.20cm and 3.05 to 3.25cm from the distal tip. There were numerous sites of bend damage over the distal 55 cm and camber over the remainder of the guidewire length. The stretched coil damage begins approximately 3.25 to 13.60cm and 49.0cm from the distal tip and extends approximately 33cm proximally. The coils 4.80 to 5.00cm from the distal tip were stretched to expose the distal aspect of the core wire fracture located 5.30mm proximal of the distal weld mass. The fracture region of the core wire presents reduced cross sectional area and apparent elongation near the fracture faces suggesting ductile, tensile overload of the core wire. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact and the specimen device appears visually and dimensionally correct. The returned unit was consistent with the complaint that the coil wire unraveled. The device analysis also found a fracture on the core wire and bend damages. The specimen has sustained a ductile, tensile overload of the core wire followed by tensile loading of the outer coiling wire resulting in the stretch damage noticed in the complaint. The nature of the core wire fracture, combined stretched outer coiling wire, suggests handling or procedural factors impacted on the event as reported. The failure is observed during the preparation and outside the patient. Hence the most probable root cause classification is ¿handling damage¿.